Event description:
A customer reported that while using the freestyle librelink with (samsung-s20, android os: 13) application, the sensor¿s alarm failed to trigger when their glucose was reading at 1.9 mmol/l. The customer became hypoglycemic and was unable to self-treat, requiring the administration of glucagon by their spouse for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Investigation was performed for the complained freestyle librelink and it was determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing low glucose alarm with the freestyle librelink application. The investigation attempted to replicate the issue using similar device configuration and was not able to reproduce the complaint. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.